Event description:
Ventilator had an electrical smell and noticed a poof of gray smoke in the ventilator tubing.the ventialtor was in use on a patient and alarmed, but the customer reported there was no patient harm. The ventilator continued to operate during the reported event, but the customer did place the patient on another ventilator. The repironics service technician verified the customer reported problem of an electricl smell, but did not report any evidence of gray smoke. The service techinician replaced the power supply to correct the reported problem of electrical smell. Performance verification testing and extended self testing (est) was performed on the ventilator, and all tests passed per operating specifications. The power supply was returned to the factory for failure analysis. Failure analysis reported a shorted inductor on the power supply.